Event description:
Additional clarification was requested and was received indicating that the posterior capsule rupture/tear occurred during injection of the intraocular lens (iol) in the eye. The iol was removed and an alternate iol was placed in the sulcus. Additional information was requested; however, further information has not been received.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. All product and batch history records are quality reviewed prior to product release. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected data was provided in b6. (Previously FDA patient code for capsular tear was not included).

Manufacturer narrative:
Additional information provided in h3 and h10. The product was not returned for analysis. The root cause for the reported complaint could not be determined. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol), the capsule ruptured. A backup lens was implanted in the sulcus. Additional information was requested.